Manufacturer narrative:
The customer was unable to resolve the low suction on the right side, even after replacing the tubing, valves, membranes and breast shields. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2018, the customer confirmed that she had been prescribed an antibiotic for her engorgement on (B)(6) 2018, had completed the treatment, and was feeling better. She indicated that she had not had time to pick up her replacement pump from the post office and has not sent the original pump back. The customer was since contacted by a complaint handler on multiple occasions, including in writing, to determine if the replacement pump was working without issue, with no response as of the date of this report. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that her pump in style breast pump had low suction on the right side, causing engorgement in her right breast. She additionally alleged that she saw a doctor on (B)(6) 2018 and was prescribed an antibiotic which she took twice per day for one week.